Event description:
It was reported that a person using the ilet with a dexcom g7 experienced hyperglycemia with blood glucose reaching 350 mg/dl and trending downward after a reported two-hour sensor disconnection, followed by meal announcement and continued insulin delivery without pump alarms or catheter issues. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing glucose decline after insulin dosing resumed based on sensor data. Investigation included troubleshooting and education with review of alerts and confirmation that insulin delivery was not interrupted. Investigation of this case revealed no device malfunction or delivery stoppage and no identified infusion set issues, while the cause of the hyperglycemia remained unclear given the sensor gap and lack of confirmatory fingerstick. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.